Manufacturer narrative:
Please see section b5 for additional information.

Event description:
It was reported that the patient was hospitalized when their blood glucose (bg) level rose to 600 mg/dl between 1 and 4 hours of wearing the pod. The patient reported, with directions from the doctor, the pod was removed and a manual insulin injection given. The patient sought medical attention due to the high bg level and was admitted to the hospital on (B)(6), 2025. The patient was diagnosed with hyperglycemia and was treated with fast acting and short acting insulin. The patient further reported they did not have a dexcom g7 sensor on. The patient received a notification "automated delivery restriction". The patient had the pump set up as automated mode with no active sensor. At the time of the call, the patient was still in the hospital. Additional information was received april 02, 2026. The patient was hospitalized for 4 days, and they were discharged (B)(6) 2026.

Event description:
It was reported that the patient was hospitalized when their blood glucose (bg) level rose to 600 mg/dl between 1 and 4 hours of wearing the pod. The patient reported, with directions from the doctor, the pod was removed and a manual insulin injection given. The patient sought medical attention due to the high bg level and was admitted to the hospital on (B)(6) 2025. The patient was diagnosed with hyperglycemia and was treated with fast acting and short acting insulin. The patient further reported they did not have a dexcom g7 sensor on. The patient received a notification "automated delivery restriction". The patient had the pump set up as automated mode with no active sensor. At the time of the call, the patient was still in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.